Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement and endoleak. The explanted gore® excluder® trunk-ipsilateral leg component rmt281416 / 11341118 as well as the explanted gore® excluder® contralateral leg component pxc141400 / 11423586 were returned to geprovas and an investigation was performed. The following is a summary of the ei observations: level 1 analysis: tissue present: yes. All lumens were reportedly patent but this could not be verified with the information provided. The lumen from the trunk region through the contralateral gate was patent. Scattered red/brown tissue was present in the main body of the trunk lumen. The abluminal surfaces had scattered red/brown and light tan tissue present. In an area of bend on cl, dark brown tissue was present on the abluminal surface; present between the graft and stent frame. A yellow/tan section of tissue was also present, just distal to the area of bend. Trunk (rmt281416): the deployment sleeve was detached from the proximal end. The device presented in a ¿j-shape¿. A ¿hole¿ in the wrapping film was reported on the proximal neck, which does not appear to fully penetrate into the device lumen. This ¿hole¿ appears to be a tape disruption, which was likely caused during a surgical procedure. Cl (pxc141400): an area of bend was present near the distal region, which showed signs of tape disruption (i.e., stent and graft material separating). Discontinuity of the wire could not be determined, based on the information provided. Request for additional analysis: yes. Reason: with the limited information provided in the level 1 report, a level 2 analysis was requested and provided from geprovas. Level 2 analysis: trunk (rmt281416): fraying was present along the middle region of the constraint sleeve. Geprovas reported multiple ¿holes¿ on the outer surface of the device; these are consistent with tape disruptions. Multiple serration marks were present on the trunk main body. On one side of the device, the sealing cuff was shifted distally from the proximal region of the device. Residual, scattered biologic debris/mineralized tissue/biologic staining was present on the abluminal surface. Cl (pxc141400): constraint sleeve fraying, severe tape disruption, one wire fracture (presumptive), and residual, scattered biologic debris/mineralized tissue/biologic staining were present at the area of bend/potential flexion. These material disruptions are consistent with those caused while in-vivo in an area of anatomical bend/flexion and/or mineralization. The serration marks and adjacent tape disruptions are consistent with those caused by surgical instrumentation, likely used during the explant process. The other material findings (i.e., constraint sleeve fraying, severe tape disruptions, and presumptive wire fracture) are consistent with those caused by while in-vivo in an area of anatomical bend/flexion and/or mineralization. Based on the ei¿s review of the reports, in conjunction with the conclusion of the geprovas investigators, no additional analysis is requested.

Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt281416: (B)(4). UDI for gore® excluder® contralateral leg component pxc141400: (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient reportedly presented with high blood pressure, dyslipidemia and type 2 diabetes. On (B)(6) 2013, follow-up imaging identified a type ii endoleak. On (B)(6) 2016, follow-up computed tomography imaging revealed a promixal type I endoleak on the gore® excluder® trunk-ipsilateral leg component rmt281416. On (B)(6) 2017, follow-up imaging confirmed a 22 mm aneurysm diameter increase with a measurement of 77 mm compared to 55 mm seen during previous imaging performed on (B)(6) 2013. On (B)(6) 2017, the endoprostheses were explanted due the aneurysm enlargement in the context of those type I and type ii endoleaks.

Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement and endoleak. The explanted gore® excluder® trunk-ipsilateral leg component rmt281416 / 11341118 as well as the explanted gore® excluder® contralateral leg component pxc141400 / 11423586 were returned to geprovas and an investigation was performed. The following is a summary of the ei observations: level 1 analysis: tissue present: yes. All lumens were reportedly patent but this could not be verified with the information provided. The lumen from the trunk region through the contralateral gate was patent. Scattered red/brown tissue was present in the main body of the trunk lumen. The abluminal surfaces had scattered red/brown and light tan tissue present. In an area of bend on cl, dark brown tissue was present on the abluminal surface; present between the graft and stent frame. A yellow/tan section of tissue was also present, just distal to the area of bend. Trunk (rmt281416): the deployment sleeve was detached from the proximal end. The device presented in a ¿j-shape¿. A ¿hole¿ in the wrapping film was reported on the proximal neck, which does not appear to fully penetrate into the device lumen. This ¿hole¿ appears to be a tape disruption, which was likely caused during a surgical procedure. Cl (pxc141400): an area of bend was present near the distal region, which showed signs of tape disruption (i.e., stent and graft material separating). Discontinuity of the wire could not be determined, based on the information provided. Request for additional analysis: yes. Reason: with the limited information provided in the level 1 report, a level 2 analysis was requested and provided from geprovas. Level 2 analysis: trunk (rmt281416): fraying was present along the middle region of the constraint sleeve. Geprovas reported multiple ¿holes¿ on the outer surface of the device; these are consistent with tape disruptions. Multiple serration marks were present on the trunk main body. On one side of the device, the sealing cuff was shifted distally from the proximal region of the device. Residual, scattered biologic debris/mineralized tissue/biologic staining was present on the abluminal surface. Cl (pxc141400): constraint sleeve fraying, severe tape disruption, one wire fracture (presumptive), and residual, scattered biologic debris/mineralized tissue/biologic staining were present at the area of bend/potential flexion. These material disruptions are consistent with those caused while in-vivo in an area of anatomical bend/flexion and/or mineralization. The serration marks and adjacent tape disruptions are consistent with those caused by surgical instrumentation, likely used during the explant process. The other material findings (i.e., constraint sleeve fraying, severe tape disruptions, and presumptive wire fracture) are consistent with those caused by while in-vivo in an area of anatomical bend/flexion and/or mineralization. Based on the ei¿s review of the reports, in conjunction with the conclusion of the geprovas investigators, no additional analysis is requested.

Manufacturer narrative:
B3. Date of event: corrected date. H6. Patient code 1: corrected code. H6. Method code 3: added code. H6. Results code 2: added code. H6. Conclusions code 2: added code.